Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the original and alternate dimension exl 200 integrated chemistry system. The repeat results recovered higher than the erroneous results. The first repeat result was considered erroneous. The repeat result from the alternate system was considered correct and reported to physician as it matched the patient's history. There is no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. Quality control (qc) and calibration were recovered within the range when erroneous results were obtained. The customer ran qc after the erroneous results were obtained, which recovered low, reran it and recovered within range. With siemens remote assistance, the customer observed that the pump rate was low, performed integrated multisensor technology (imt) system cleaning, replaced x-tubing, replaced sensor, performed super conditioning for 20 minutes, calibrated imt, performed imt dilution check and ran qc, which passed; performed 15-point precision study with random sample, which passed. Siemens further evaluated the event and determined that the flow issue through imt system potentially contributed to the falsely depressed sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required.